Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: could not duplicate with retains; unable to determine. Source: phone.

Event description:
Reported 1 false negative sars result for a symptomatic patient. The customer communicated the result was not confirmed by any other methods.